Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found in specification. A review of the event history log was performed an found zero occurrences of system error 322. Testing of the device found it to function as intended and the reported issue could not be reproduced during evaluation. No causality was identified and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed system error 322 (link switch error (low)). There was no patient involvement. No additional information is available.